Event description:
The patient was treated with evlt in the great saphenous vein for varicose veins. The patient also had foam sclerotherapy performed on some superficial veins. The patient was examined immediately post evlt with ultrasound with good results. Patient was released to home with ace wrapping and compression stockings. In 2007, the patient presented with a minor persistent parethesia of the thigh. The parethesia has persisted for a 4 plus months.

Manufacturer narrative:
Paresthesia is a known possible side effect of the evlt procedure. Based upon the manufacturer's investigation, there is no indication of a causal link between the evlt procedure and the reported event. The paresthesia developed sometime after the patient's discharge to home.